Event description:
Terumo corporation received the following reported information: it was reported that the doctor complained that the image of the guidewire seemed abnormal in the angiogram, so he tried to retrieve it. He examined the wire and discovered it was prolonged. The procedure outcome was not reported. There was no harm to the patient reported.

Manufacturer narrative:
. D4: UDI no. N/a as this product is not exported to the us market . Appearance confirmation - the returned device was run through. - the wire strand had been fractured at approximately 6mm from the distal end and connected by the platinum coil. - the coil had been jumbled at approximately 91 mm from the distal end. - no anomaly was found in other parts. Confirmation of the fractured part - the side of the fractured part of the actual device has an oblique fractured surface and tapers. Dimensions - the platinum coil had been severely damaged and could not be measured. - the outer diameters of the stainless-steel coil and the shaft: they met the factory's specifications. No anomaly was found. History investigation of the involved product code and lot number - as a result of the history investigation, no anomaly was found. Past simulation test - as a result of trapping the distal end and applying tensile load, the core niti wire became fractured in the platinum coil. The side of the fractured part showed an oblique fractured surface and the tapering was observed. - as a result of trapping the platinum coil and applying torque load, coil jumbling was observed in the stainless-steel coil. Based on the investigation results, no anomalies were found in the manufacturing history records and dimensions. Additionally, as one of the possibilities, it was considered that the wire became stuck, and the tensile load was applied as it was continuously manipulated under that condition, leading to the fracture. However, since the details of the procedure were unknown, it was not possible to clarify the cause of the occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behaviour and/or location[?]seems improper, stop manipulating the run through ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.